Manufacturer narrative:
The patient slowly recovered after primary surgery and post-operative x-ray showed implants in good position. Then, when the patient had been already discharged to home, he started complaining of increase in pain in thigh after rolling over in bed. Batch review performed on 17 october 2016. (B)(4). On 20 october 2016 the medical affairs director performed a clinical evaluation and commented as follows: postoperative femoral fracture, few weeks after primary cementless tha. No significant traumatic event was reported. The fracture may have been originated by bone weakening during operation, but this is not confirmed. No reason to suspect that this event is due to a faulty device.

Event description:
The patient presented to the surgeon complaining of increase in pain in thigh after rolling over in bed. X-ray showed fractured femur.